Event description:
It was reported to nova biomedical that a consumer's spouse had to wake him up because she found him passed out around 8:30am. The consumer's spouse gave him soda and glucose tablets to bring his blood glucose sugar level up. This event did not require any medical intervention. The consumer reported that he tested approx 45 minutes later getting a result of 81 mg/dl. It was discovered during this call, the consumer is storing the test strips in an area which is against our directions for use which may compromise the integrity of the test strips. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.